Event description:
It was noted from publication, a 72-year-old male diagnosed with acute fulminant myocarditis was admitted with cardiogenic shock was started treatment with impella device and extracorporeal membrane oxygenation (ECMO) the support was for over two weeks when the team determined the patient's condition was not improving. The ECMO was explanted with sepsis concerns, and the impella pump remained until explant. The team later published on the event and the piece was read/reviewed in april 2024. The patient had suffered thrombosis at the location of the pump in the aorta and expired from septic shock.

Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Manufacturer narrative:
The investigation into the thrombus and the unrelated death has been completed since the original report was submitted. The device was not returned for investigation. As the necessary clinical information was not provided and the device was not returned, the root cause of the thrombus was not determined. The root cause of the death cannot be determined due to insufficient clinical details. D6a, d6b.